Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee of the left leg. After two non-bsc guide wires and a non-bsc support catheter cross the lesion, three balloon catheters, 1.5x150mm non-bsc balloon catheter, 2.0mm x 220mm x 150cm coyote¿ balloon catheter and 3x300m non-bsc balloon catheter were used in such order to dilate the lesion. However, during inflation at 6 atmospheres, the 2.0mm x 220mm x 150cm coyote¿ balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. There was blood in the inflation lumen. Magnified inspection did not reveal any damage or irregularities. The device was inflated to the burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee of the left leg. After two non-bsc guide wires and a non-bsc support catheter cross the lesion, three balloon catheters, 1.5x150mm non-bsc balloon catheter, 2.0mm x 220mm x 150cm coyote¿ balloon catheter and 3x300m non-bsc balloon catheter were used in such order to dilate the lesion. However, during inflation at 6 atmospheres, the 2.0mm x 220mm x 150cm coyote¿ balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications nor injuries were reported.